Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c1611136 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. It was indicated that complaint device was to be returned but has not been returned to date. Several attempts were made to obtain additional information regarding this device. However, no response has been received to date. If it is returned in the future then the file will be updated accordingly. Document review: prior to distribution evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number c1611136 did not reveal any discrepancies that could have contributed to this complaint issue. There was 2 nc's associated with lot number c1611136, sideport out of spec & loose fm in packaging, that were deemed to have no impact on this complaint. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1611136. It should be noted that the instructions for use (ifu0062-5) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. With the limited information provided a possible root cause could be attributed to tortuous anatomy. In the complaint description it was noted the "user heard a strange noise form device while pulling the trigger". This indicates an audible break/internal component failure most likely caused by a build-up of pressure, as a result of compression on the introducer, from tortuous anatomy. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
User opened the package, and advanced the delivery system through wire guide to common bile duct. User heard a strange noise form device while pulling the trigger and the mark reached the non-retrievable point. User pulled the safety wire about 30cm and stent cannot be released. User then retracted the device from patient and changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.